Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Batch information remains unknown at this time. Multiple attempts were made to gather data from the rep. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part.

Event description:
Our distribution partner surgalign reported that "radiolucency is observed in screw l4. Tac is indicated to determine if there is mobility of the screw.". Possible pseudarthrosis.